Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter thoracic aortic aneurysm. It was reported that, four days post index procedure, a follow up CT revealed a possible type iii separation endoleak between the two valiant stent grafts. Five days post index procedure, an angiogram confirmed a type iii separation endoleak between the two valiant stent grafts. The physician elected to implant an additional valiant stent graft and the endoleak was resolved. Per the physician, the cause of the event was due to the decision, at the index procedure, to use a shorter length valiant device than was necessary to fully secure the junction and reduce the risk of a type iii separation endoleak. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: vamc3636c150tj, (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.